Manufacturer narrative:
PMA/510(k) #: k122796. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A cxi support catheter was being prepared to be used in a lower extremity angiogram with intervention. It was reported that when loading the catheter onto the approach cto wire, the tip became stuck on the wire. Upon removal of the catheter, the tip separated and remained on the wire. The wire, along with the catheter tip, was removed and another device was used for the procedure. There was no patient involvement.

Manufacturer narrative:
Investigation - evaluation: a review of the drawings, instructions for use (IFU), manufacturing instructions, and quality control, were conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record, nonconformance history, and query for product events could not be conducted. Based on the information provided, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.